Event description:
A nurse reported that cannula was blocked during the calibration step of cataract [with intraocular lens (iol) implant] surgery. The surgery completion details were unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of suspect product update. G.9. Manufacturer report number corrected and reported under MDR for 2523835-2024-02416 no more supplements report will be submitted under number 1644019-2024-01692. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.